Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.

Event description:
The customer reported that the old motor was making noise, they ordered a replacement. Upon installing the new motor, they encountered a "motor rate error" message. They ordered a second motor, but the error comes up again. There was no reported patient involvement or harm. Evaluation of the device could not perform due to no product return.